Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. The device was visually inspected, and no anomalies were noted. Event log reviewed and error code 41622 was observed in event logs history. Functional test was performed and complainant allegation was confirmed. Cam sensor was found to be defective and had been replaced.

Event description:
It was reported that line 1 could not be primed during device startup and preparation. It was confirmed during inspection of a returned pump that high-priority error 41622 does appear in event log and occurred during functional test. The high-priority alarm occurred during priming. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.